Event description:
It was reported that the patient identification card did not contain critical information about the implanted leads and contain an incorrect implant date of the implantable pulse generator (ipg). The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information was able to be obtained through follow up and the serial number is unknown. (B)(4).